Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during a procedure the camera head had a cut in the cable/cord. There were no reports of patient harm.

Event description:
It was reported, during a procedure the camera head had a cut in the cable/cord. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the device evaluation noted yellow line showing on image due to faulty ccd. Based on the results of the investigation, the root cause of cut on the cable cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.